Event description:
Ous MDR - it was reported that approx. 71 months after the implantation, the patient was hospitalized due to multiple inappropriate shocks. A lead breakage was suspected. No further information about action taken available at the moment. Should additional information become available this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed that the pacing threshold was around 0.5 v between (B)(6) 2016 and (B)(6) 2017 with multiple intermittent increases up to 4 v during the whole period of time. Furthermore the provided iegms demonstrated noise on the rv channel which led to shock delivery as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.